Event description:
According to the customer, this fiber broke before it was used on a patient. The exact description of what occurred is, "the fiber split into 2 pieces after it was plugged into the laser." Customer reported later, "the versa power suite laser was turned on with the flexmax holmium fiber connector. Surgeon slightly pulled at the wire and the wire broke into 2 pieces. Laser was put on stand-by and turned off." This information is documented as reported to trimedyne, inc.

Manufacturer narrative:
Note: the manufacturer completed all the information on this form. Additional information: customer reported later, contrary to their original report, that the fiber was checked according to labeling instructions before it was used on patient, and the fiber was inside a scope that was in the patient at the time of the reported event. (B)(4). Method: other: device not returned--evaluated based on reporter's narrative and additional information subsequently obtained from reporter. Other firm reference number: (B)(4).

Manufacturer narrative:
Note: the manufacturer completed all of the information on this form. Other firm reference number: (B)(4).